Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned getting stuck on step 14 of 29 during initialization. Upon turning on and unlocking the returned controller, it was observed that the application got stuck at step 14 of 29 during initialization. No looping or restarting of the app was observed. The initialization error was observed to replicate in the debug version of the application during download of the android log files. Inspection of the android log files from the debug version of the application showed that the application was getting stuck due to an "out of memory" error in the realm initialization. Inspection of the production logs confirmed the initialization error occurring during use, with the logs showing the error occurring during realm initialization. This error repeated every time the controller was restarted. The default. Realm file was found to 1.1 gb in size which is larger than expected. It could not be conclusively determined how the realm file increased in size.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 444 mg/dl while wearing the pod. The patient reports their controller would not turn on as it was stuck on an application update. Once at the hospital the patient was being monitored and having tests performed. In addition the patient was diagnosed with an ear infection. The patient remains in the hospital at the time of this call.